Event description:
When used as part of the nursemate with physio system, during cardiac electrophysiology cases, the smiths medical advisor vital signs monitor purportedly displayed inaccurate noninvasive blood pressure (nibp) while pts were experiencing cardiac arrhythmias. The advisor instructions for use (IFU) provide a clear warning regarding this result on the nibp channel. An attending clinician indicated that the advisor nibp reading was erroneously low; the pt was given several mcg of dopamine which was not needed. No adverse effects or need for intervention were reported; the attending clinician indicated that "the pt outcome was not bad." The hospital has thus far refused to release the pt's data.

Manufacturer narrative:
Note: saint jude medical (sjm) integrates the smiths advisor monitor into its nursemate with physio system. Sjm does not modify the advisor in anyway: nursemate records the tabular data output by the advisor. Clinicians utilize the advisor's display, alarms, and controls directly. The advisor monitor that was used during this event; device was returned to smith medical for investigation and root cause analysis.